Manufacturer narrative:
(B)(4) for the reported event of clip would not release from catheter. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a resolution clip device was used for hemostasis during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was attempted to be deployed, but failed to do so. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as stable.

Manufacturer narrative:
Investigation results. Visual examination noted that the clip assembly was fully deployed and not returned. The control wire was separated as per design. There was a kink in the control wire. The over sheath assembly was not returned. Investigation found the clip assembly was fully deployed and not returned. There was a kink in the control wire. Based on the condition of the returned device, the reported failure could not be confirmed. However, due to anatomical/procedural factors encountered during the procedure, performance of the device may have been limited. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a resolution clip device was used for hemostasis during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was attempted to be deployed, but failed to do so. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported as stable.